Event description:
It was reported via social media that the patient reported having shortness of breath upon exertion. It was later reported that the patient experiences "a rhythmic sensation almost like bubbles exploding in my chest" when leaning forward and when lying on left side. The right ventricular lead was reported to be pacing 100% of the time which is running the battery down quickly. The patient believes device has early battery depletion. The lead and device are still in use and are being monitored by the physician. No further patient complications have been reported as a result of this event.

Event description:
It was reported via social media that the patient reported having shortness of breath upon exertion. The right ventricular lead was reported to be pacing 100% of the time which is running the battery down quickly. The lead and device are still in use and are being monitored by the physician. No further patient complications have been reported as a result of this event.

Event description:
It was reported via social media that the patient reported having shortness of breath upon exertion. It was later reported that the patient experiences "a rhythmic sensation almost like bubbles exploding in my chest" when leaning forward and when lying on left side. The right ventricular lead was reported to be pacing 100% of the time which is running the battery down quickly. The patient believes device has early battery depletion. The lead was removed secondary to exit block. The device was changed due to patient request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and the inner insulation was torn. It was also noted that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant. The analyst also noted that cross continuity failed as the inner insulation is torn at 6.8 cm. The blood in the distal and proximal conductors most likely entered through the is-1 pin because no outer insulation breaches were observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.